Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit, change sensor, calibration not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and later customer declined the troubleshooting. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. No harm requiring medical intervention was reported. The customer will continue use of the device. Product return for mmt-7040a is not expected.

Event description:
Updated summary: based on additional information received, the sensor glucose value was 67 mg/dl. The blood glucose value was 150 mg/dl.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below section with this follow-up report. 1. Section b5 - updated the summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.